Event description:
A malfunction was reported concerning the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information to reset the pump, assisted in the process, and confirmed the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any further issues arise.